Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost effective coverage and experiencing uncomfortable stimulation due to the l5 drg lead had migrated and out of the forearm and was confirmed via x-ray. As such, surgical intervention was undertaken where the l5 lead was explanted and replaced with another lead, thereby restoring effective therapy.